Manufacturer narrative:
(B)(4).

Event description:
The patient wasn¿t looking at the screen when the change happened the sensor code was entered and it was accepted successfully. Reporter said they got "sensor warm up" even though they have started the sensor a few days prior. No other alert present and cannot remember if there were other error message.